Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the recently implanted patient had an infected pocket site. She was hospitalized and on antibiotics to attempt to clear up the infection. Event date is estimated; specific date of infection onset is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.